Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called reporting a button error alarm on his daughter's insulin pump. Customer's blood glucose level is 78 mg/dl. The alarm cannot be cleared. Customer removed the battery and received a button error. There were no significant events leading to the alarm. It was also reported that the battery life seems to be shorter lately. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the operating currents due to no button response. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.